Event description:
Catheter disconnected from pump and required revision. Following the revision, the pt experienced numbness in both legs. Pump and flex tip plus catheter were implanted in 2002. In february of 2003, pt had not been getting good pain relief and a dye study was done. At that time, it was said that the study could not be completed and the pain medication concentration was increased to provide relief. In november of 2003, the pt complained again of insufficient pain relief and was opened to explore the pump and catheter. At that time, the catheter was found to have "misted" out of the intraspinal space and it was disconnected at the connector (flex tip plus catheter had come out of, or broken away from the connection). At the time that this was discovered, it was noted that the pt had been getting pump fills with higher-than-normal doses including tetracaine. When the catheter was revised a month after implantation and reconnected, the pt began to exhibit numbness in their legs. The surgeon believed that this resulted from the re-started flow of the higher concentration drug.